Manufacturer narrative:
(B)(4). Evaluation, results: (death).

Event description:
Three endeavor sprint rapid exchange drug eluting stents were implanted; one in the proximal lad and two overlapping in the mid rca. Six days following the index procedure, the pt was re-hospitalized with chest pain, renal failure and mid elevation of troponin. It is reported that the renal failure had a possible relationship with the study procedure. Two days later, the pt was admitted for a staged procedure and had two non-medtronic stents implanted in the proximal and distal lcx. The pt developed bradycardia during hospitalization and a dual chamber ppm was inserted. Approximately 5 months post index procedure, the pt developed chest pain and was admitted to hospital. Cath. Was delayed due to acute renal failure. Pt developed shortness of breath and an echo showed pericardial tamponade. Klebsiella cystis was diagnosed. Pericardiocentesis was performed. Pt was reported to have recovered with treatment. Approximately 6 months post index procedure, the pt died suddenly. Cause of death is unk. It is reported that the death was possibly related to the study stent. It is reported that emt was recalled and CPR was started at home. Pt was pronounced dead on arrival at hospital. ( ref MFR # 9612164-2011-00784, 9612164-2011-00785).